Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), labeling, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of thrombosis was confirmed but the cause is unknown. A single ultrasound image was returned for evaluation of this complaint. The ultrasound image showed a vessel containing thrombus. Although the complaint could be confirmed, the exact cause could not be determined. Possible contributing factors could be the material stiffness of the catheter, specific patient physiologies/anatomy, catheter maintenance, and/or catheter securement method. A body-softening polyurethane material is used for the manufacture of this catheter to reduce the stiffness of the catheter and minimize the occurrence of thrombosis. H3 other text: evaluation findings are in section h.11.

Event description:
It was reported thrombosis with catheter. Catheter had to be removed after 8 days because of the thrombosis. Thrombosis occurred on the catheter tip and is clearly visible in the ultrasound. The patient had to have a PICC to continue therapy.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported thrombosis with catheter. Catheter had to be removed after 8 days because of the thrombosis. Thrombosis occurred on the catheter tip and is clearly visible in the ultrasound. The patient had to have a PICC to continue therapy.